Manufacturer narrative:
The driver's alarm history was reviewed and revealed an alarm fault code 4a, which is an alarm typically produced after the driver is disconnected from a load (i.e. The patient). Only permanent alarms are recorded in the driver's alarm history, intermittent and/or recoverable alarms are not recorded. The driver in "as received" condition passed all test requirements associated with normotensive and hypertensive settings. During functional testing, the cardiac output remained over the specified output requirement of 4.9 lpm as measured on the donovan mock circulation tank flow meter. The customer-reported issue of intermittent fault alarms and lower fill volumes/cardiac output on the freedom driver was only able to be reproduced during a low cardiac output test when the driver alarmed for low cardiac output (3.5 l/min) as designed. The driver performed as intended with no evidence of a device malfunction. The root cause of the customer-reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4)follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient was switched to a back up freedom driver. There was no reported adverse patient impact.